Event description:
It was reported that the battery voltage was 2.97v when the device was tested in the package prior to implant; the device subsequently tested out of specification during mfgr's anlaysis.